Event description:
It was reported that this electrode was found to mal positioned when the patient was prepping for nips. Troubleshooting options were recommended and an x-ray was performed. Subsequently, a revision procedure was performed using the same electrode. Currently, this electrode remains in service and no additional adverse patient effects were reported.